Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. A root cause could not be identified. Additional information was requested and received. (B)(4).

Event description:
A surgeon reported a haptic broke off (stayed in cartridge) during a cataract surgery. Defective lens was implanted to patient and then had to be removed. Patient was left aphakic. Additional information was received from the surgeon who confirmed that the second procedure (lens implanted) performed 2 days later was successfully completed and the patient feels fine and contented.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis and the reported complaint (broken haptic) was observed. Results from the product history record review indicated the product met release criteria. The intraocular lens (iol) was returned in two pieces in the iol case. Solution was dried on the iol. One haptic was broken/torn and returned. The optic was torn/split/cracked and scratched/marked-rejectable. While the manufacturer was unable to determine the origin of this damage, observations reasonably suggest that it was not manufacturing related and the damage most likely occurred during the implantation process. It is reasonable to suggest that the iol was in good condition and acceptable for use by the customer prior to attempted loading. Although the reported complaint is lacking in relevant information such as associated products used, from the investigation findings, the damage observed was most likely caused by the customer during the implantation process. Based on these investigation findings, the most likely root cause is user handling and it is unlikely that the iol contributed to the event. Based on the results from the product and batch history record, the product met release criteria. (B)(4).